Manufacturer narrative:
The suspect was returned for evaluation. The device event log/alarm history and service history were reviewed, and no records related to the reported issue were identified. The device was visually inspected, and it was observed that the serial number displayed on the screen did not match the serial number on the product identification label. The reported issue was confirmed. The root cause was determined to be incorrect serial number programming during manufacturing or configuration. Corrective action was implemented by restoring the device to factory default settings and reprogramming the correct serial number.

Event description:
A reported incident involving a plum solo infusion pump, the serial number displayed on the pump screen did not match the serial number on the product identification label. There were no patient involvement and no injury reported.